Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window, broken battery tube threads and broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were hard time to get response when pressing the buttons. It happened during normal wear. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.